Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging device has strange odor, the odor was like a dirty sour smell, asthma and is super concerned related to a CPAP device's sound abatement foam. The reported event of device has strange odor, the odor was like a dirty sour smell, asthma and is super concerned and its reported severity was reviewed by the manufacture's clinical expert. This event is assessed as not related to the device in this case. No medical intervention/treatment or additional information was reported. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting an updated report at this time. If pertinent information becomes available to the manufacturer at a later date, a follow-up report will be filed. Section h6 updated in this report.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP and mechanical ventilator devices. The manufacturer received information alleging she does have asthma and it is super concerned. There was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.